Event description:
It was reported that the patient had surgery yesterday to have the lead implanted. The surgery went fine and the patient was responding normally during the procedure. The health care professional (hcp) went to close and the manufacturer representative left the surgery room. A nurse came to find the representative 30 minutes later and stated that the patient was not responding in recovery. The patient's eyes were open, but she was not responsive and could not talk. The representative stated "it appeared to me that she may have been having a seizure." The representative confirmed the device was off with the clinician programmer. The patient was then admitted into the ICU and was still unresponsive at that time. No programming had been done in surgery or afterwards. Subsequent information received reported that the implant was programmed pre-operative and an impedance test was performed intra-operative. Impedances were within normal ranges. As a matter of standard protocol, x-ray via c-arm was used during the procedure for lead placement. No malfunctions were observed and the implant was "off" when implanted. Further information received reported that the patient met with the representative two weeks later. The patient seemed "okay" and was using her device, which was functioning normally and providing efficacy. The patient stated "the doctors are not sure what happened post-op."

Manufacturer narrative:
Product ID, 3093-28 lot# va01er2 serial# implanted: 2012 (B)(6), explanted: product type lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).